Event description:
The hospital reported that yellow foreign matter was found attached to the 8mm 30cm hemashield plat wdv when the medical staff opened the package. The surgeon cut the part where the foreign matter was attached out and used the rest of the graft for the patient who had acute aortic dissection as blood transmission. The part where the foreign matter was attached will be returned for investigation.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).